Event description:
It was reported that during a procedure, the maverick2 monorail balloon ruptured. No other info was provided about the inflations or the lesion. No pt complications were reported, and the pt status was reported as 'okay'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed. The mfg records for top assembly batch 8740936 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. There are no similar complaints of this nature related to this batch number.